Event description:
As reported by the user facility: needle stick injury (hcw). On withdrawal of the stylet the hcw felt some resistance (not previously experienced before) and while the other hand was supporting the cannula (supporting like a saddle hold with fingers on each side over the cannula) resistance was still felt while removing the stylet. Quote from hcw "requiring moderate pulling force" and as a result the hcw sustained a nsi to the supporting hand. On examination of the device, the hcw noticed that the safety clip had not come over the end of the bevel. The safety clip is approximately 5-10 mm above the end of the bevel.

Manufacturer narrative:
Exemption number (B)(4). (Importer) is submitting this report on behalf of b. Braun (B)(4) (manufacturer). (B)(4). The function of the cannula tip through the clip was checked visually. The clip was found 1 cm below the needle tip (not cover the needle tip). The clip was removed and pulled back and slide itself forward into the safety position. No functional faults were detected. The sample(s) met specification. A review of the batch and manufacturing records revealed no abnormalities or nonconformities. It should be noted that the introcan safety is designed to reduce the risk of needle stick injuries. Following cdc guidelines and/or facility protocols, sharps should always be immediately disposed into an appropriate sharps container.